Event description:
The customer reported a large (volume unknown) clenz leak on the right side of the instrument after shutdown of the unicel dxh 800 coulter cellular analysis system. The leak was not contained. As result of the leak multiple parts of the instrument became damaged. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The field service engineer (fse) determined cause of the leak was disconnected tubing at port 5, fitting 205 which leaked and damaged the vcsn temp control board, the sol expansion board, cbc mrc board (300 series), the diff mix pressure sensor, and the cable between the temp controller and the mrc. All the parts were replaced and the instrument became operational. (B)(4).